Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was not performed and it was unknown that the communication issue was resolved. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The customer discontinued using mmt-1884 and it was returned for analysis. No product return is required for mmt-7841zn, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the and self-test. Test p-cap locks properly into the reservoir compartment . Test guardian link 3 transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked reservoir tube lip, corroded battery tube, and label damage. No com pump to xmtr was not confirmed during testing. Cosmetic damage was confirmed at the back of the pump. Moisture damage was noted found on the battery tube. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.